Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were detected in an unspecified quantity of extension sets. This was identified during use of the devices. There was no report of patient injury or medical intervention associated with this event. No additional information is available.